Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spy ds controller was prepared for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of stones in the bile duct on (B)(6) 2024. During set up for the procedure, the light source and system failed to turn on. Reportedly, the movement of the male connector of the scopes umbilicus temporarily restores functionality, indicating a likely loose connection in the controllers female connector. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11 (investigation results): with all the available information, boston scientific concludes that the reported event was confirmed. Although the number of procedures/recycles of the unit are unknown, contamination is likely due to repeat use and wear and tear on the catheter connection, or improper cleaning of the unit during maintenance. The returned spy ds controller was analyzed. It was found that the contamination on the catheter contacts is preventing a stable connection from the catheter. The allegation has been confirmed. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there was an indication that the device was not used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a spy ds controller was prepared for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of stones in the bile duct on (B)(6) 2024. During set up for the procedure, the light source and system failed to turn on. Reportedly, the movement of the male connector of the scopes umbilicus temporarily restores functionality, indicating a likely loose connection in the controller's female connector. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.